Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the customer experienced high blood glucose of 522 mg/dl which was treated with the insulin pump. The customer had issues with the infusion set tape not sticking and also with bent cannulas. They indicated that the infusion set did not stick and fell off because the customer was in on a boat and was sweating. The bent cannula was due to the serter not properly inserting the infusion set. It was also mentioned that the customer has scar tissue. The serter will be replaced and a tape sample will be sent. The product will not be returned fir analysis. Concomitant products: frn-model unknown ¿ reservoir; unomedical infusion set.